Manufacturer narrative:
A recharge burden issue was reported to abbott. Ipg required more frequent charging, it did not provide 24 hours of therapy between charges. Ipg was explanted and replaced, but not returned for analysis. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg required frequent recharging. The device did not last 24 hours on a full charge. In turn, the patient may undergo surgical intervention to address the issue.